Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
Correction/device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2014. The product analysis information for this complaint was inadvertently omitted from the initial report submitted on (B)(6) 2014. A review of the pump black box data revealed multiple cs (B)(4) replace battery alarms. During testing, the pump was powered on and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed, and evidence of moisture ingress was found. Further testing related to the call service alarm complaint could not be completed because the pump was disassembled for investigation for other complaints captured prior to this one, the results of which were reported in report # 2531779-2014-28685 and report # 2531779-2014-21340.